Event description:
It was reported that approximately three years post vena cava filter implant, the filter was noted to have perforated the ivc and some detached filter fragments were discovered. The filter was successfully removed; however, some fragments reportedly remain in the patient.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.